Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: investigation revealed that on (B)(6) 2014, the pump's black box recorded multiple ¿loss of prime¿ warnings due to a low non-zero force. The pump was exercised for 24 hours at a 1 unit/hour rate without any ¿loss of prime¿ warnings or other alarms occurring. The force sensor was tested and found to be appropriately calibrated. The complaint could not be duplicated.